Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints was not possible as lot number associated to complaint was not determined. This report is the final report being submitted by vasorum. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that during use of the device dr had difficulty deploying the proximal wing as the handle kept turning multiple times before finally popping back into the second position. Dr then believed it was safe to inject the implant which he did and noted immediate bleeding that was managed by manual compression. Dr used fluoroscopy to confirm that the implant appeared to be in the correct position at the time. Three months later the patient returned complaining of rest pain in the leg. An x-ray confirmed that the celt implant was in the distal superficial femoral artery and a fluoroscopy confirmed a significantly reduced blood flow beyond the implant. The physician used a snare to retrieve the implant and deposited it into the internal iliac artery. The patient's rest pain resolved immediately and was discharged without further incident. The implant remains in the patient.